Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker felt undesired sensations in her chest. Initially, the health care professional was not able to read device data. Finally, upon interrogation they found the device had entered into safety mode. At this time the pacemaker has been explanted at a surgical intervention and is expected to be returned for analysis. No additional adverse patient effects were reported.